Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 26 mg/dl, 311 mg/dl, 29 mg/dl, and 55 mg/dl, within 10 minutes: 320 mg/dl and 82 mg/dl, within 10 minutes: 159 mg/dl and 44 mg/dl, and within 10 minutes: 31 mg/dl and 293 mg/dl. The results were at separate times and dates. No adverse event reported. Return of suspect device was requested and replacement was sent.